Manufacturer narrative:
Pc-(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown heart procedure, the clips were not closing and looked like a wide ¿v.¿ surgeon was using the device during azygous ligation. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown heart procedure, the clips were not closing and looked like a wide ¿v.¿ surgeon was using the device during azygous ligation. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2022 h11=corrected data=g3. G3: date received by manufacturer: this date should be 1/10/2022 and not 1/10/2021.

Manufacturer narrative:
(B)(4) date sent: 2/3/2022 d4: batch # v95f82 h2: additional information received: additional information received from rep on (B)(6)2022: this complaint originally reported that the el5ml complaint device was not available as it was discarded. Now an el5ml complaint device has been returned for analysis. Does this el5ml device belong on this complaint file, (B)(4) -yes investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with a clip in the jaws and without apparent damage. In addition, one malformed clip, "m" formed, was returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed eleven conforming clips as expected. The jaws were examined and inspected visually and no anomalies were noted. Although no conclusion could be reached on the cause the malformed clip of the reported event, the instructions for use do contain the following: "caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger." Also, the device fed and performed without any difficulties noted and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.